Event description:
Reporter noted silvery particles, like glitter, shot through handpiece at start of phace. Not all particles were removed. No additional surgery needed, just long term follow-up. No damage to eye.